Event description:
Pt reported that infusion set broke at connection near body. Pt stated that this problem has occurred on five prior occassions. Pt's blood glucose was not affected, and no treatment was received.